Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a preexisting chronic back condition. The patient reported the equipment makes his back hurt. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient spoke with his doctor who stated the patient will not continue using the lifevest due to the chronic back pain. The medical outcome is unknown.

Event description:
A us distributor contacted zoll to report that a patient had a preexisting chronic back condition. The patient reported the equipment makes his back hurt. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient spoke with his doctor who stated the patient will not continue using the lifevest due to the chronic back pain. The medical outcome is unknown. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.